Manufacturer narrative:
The insulin pump alarmed motor error during the occlusion test and was unable to prime during prime test due to faulty force sensor resistor. We were unable to perform the no delivery test due to prime anomaly. The motor passed motor test. The insulin pump was received with cracked display window corners, cracked battery tube threads, cracked reservoir tube lip, scratched lcd window and missing end cap sticker.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call by customer's mother that the insulin pump alarmed no delivery. Customer's mother stated she replaced everything and it was fine again. But, now customer noticed several no delivery and motor error alarms. Customer stated she can push insulin through the tubing manually with plunger, but when the pump tried to do a fixed prime it alarms motor error. The customer's blood glucose was 10mmol/l. Customer stated they are able to rewind the pump. The motor error alarm occurred more than once in the last thirty days. Advised customer to discontinue the use of the insulin pump and revert to backup plan.